Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of video output malfunction could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn in inside test video tower. All functions perform as expected and live video image was normal. The complaint of no image was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during an unknown surgery, the camera head kept blacking out: sometimes it went either white or black. Since a back-up device was not available, it is unknown how the procedure was completed. Neither surgical delay nor patient harm has been stated.